Event description:
It was reported that patient was experiencing increased seizures, poor circulation and arrhythmia.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received from the patients current provider reporting that they have no record of the patient ever having vns implanted. They have been seeing the patient since (B)(6) 2022 which predates the report received by the patient on (B)(6) 2022. This report is being investigated further by contacting previous providers. It has yet to be confirmed. No other relevant information has been received to date.

Event description:
Correction: the events are concluded not related to vns as the current managing physician previously reported the patient has never had vns implanted. No other relevant information has been received to date.